Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leaked with a hissing noise. The abdominal air pressure was 12mmhg. A 5mm forceps and rf device were used via the trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as 'whistling' or 'hissing'? Yes. If so, did the 'noise' prevent insufflation? Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? 12mmhg. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm forceps and rf devices. Was any torque being applied to the trocar or device? Unk.